Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer reset the pump with guidance from technical support, and after the reset, the cgm error code did not reappear. The caller successfully started their sensor session.